Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00x15mm maverick 2 balloon catheter was used for pre-dilation of the lesion. Then a 3.50x18mm promus stent was deployed at the lesion site. A 3.75x8mm quantum maverick balloon catheter was then advanced for post-dilation and on the first inflation it ruptured at 3 or 4 atms after approximately 5 seconds. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick monorail (mr) device was received with no other devices or original packaging. There was blood and contrast in the inflation lumen and balloon. Inspection of the device revealed shaft damage 65mm from the tip. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. Blood-like substance leaked from the distal tip, indicating a shaft leak and not a balloon leak. An inner lumen shaft leak was found 64mm from the tip. There was also a shaft kink at 63mm from the tip. The reported balloon burst was not confirmed; however, the shaft leak may be attributed to the reported event. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00x15mm maverick 2 balloon catheter was used for pre-dilation of the lesion. Then a 3.50x18mm promus stent was deployed at the lesion site. A 3.75x8mm quantum maverick balloon catheter was then advanced for post-dilation and on the first inflation it ruptured at 3 or 4 atms after approximately 5 seconds. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).